Event description:
A tandem mobi cartridge alarm was reported by a customer. There was no adverse impact on the customer¿s blood glucose level. The customer was guided by technical support to reload the cartridge, which successfully resumed insulin delivery. Subsequently, the pump completed a troubleshooting script, and the customer requested replacements.